Event description:
It was reported that the patient was experiencing a fever, pain, increased spasticity in legs, less than 50% therapy relief, and the patient¿s face was flushed/red. A catheter replacement was done on (B)(6) 2013 secondary to a questionable loculation. Following the replacement, the patient¿s symptoms initially improved, but then returned. The physician was not convinced that the patient¿s symptoms were due to the pump system. He was admitting the patient to the hospital for a work up. The patient¿s status was reported at ¿alive-no injury¿. The pump was delivering lioresal. It was later reported that the patient had a catheter dye study that showed loculation. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 87 09sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, in 2013, the pump ¿failed¿ and the catheter was clogged. A ¿study¿ was done and the medication was ¿dripping like an IV¿. It ¿made a pool, one drop at a time¿. The catheter wasn¿t replaced until (B)(6) 2013. Due to the catheter clogging, the patient was not getting medication, which caused the patient to become impacted. When the pump was not functioning, his bowels and internal organs stop functioning. The patient had a colonoscopy due to this. On (B)(6) 2013, the patient was in the hospital. He was down to 124 pounds due to constipation and a bowel obstruction. It was determined that the catheter was clogged. They gave the patient diuretics and an enema to ¿clear him¿. The patient was going to be sent to a surgeon to ¿begin replacing the pump¿. However, upon discharge, that didn¿t happen because the hospital case manager ¿messed it up¿ and the patient was released to the reporter. The patient was going to go to a different hospital, but he was not transported. The patient was released on (B)(6) 2013 and returned home. He had been doing well with eating and ¿seemed healthy¿. On (B)(6) 2013, the patient was not able to swallow at all, not even his medication. The patient¿s pump physician wanted to give him 160mg of oral baclofen, to replace what the patient was not get ting through his pump, but a different doctor told the reporter not to listen to the pump physician, as he ¿starts out too aggressively¿. This doctor said that the maximum that the patient could handle was 80mg ¿without going into a coma¿, so the reporter did not do 160mg. When reporter called the pump physician, he told her to increase the oral medications at least another 40mg per dose. The patient was getting boluses at 12am, 6am, 6pm and 12pmg. It was reported that they started at 50mg, a ¿rush of a bolus, like a water hose¿. It was supposed to ¿undulate the catheter¿, but it didn¿t have the desired effect. If the patient could ¿get in there¿ about an hour after the bolus, he was a little looser, but the reporter ¿couldn¿t¿. The dose was increased 10mg for the morning dose and 10mg for the afternoon dose. The patient was so lethargic that the reporter was not able to wake him, so the reporter gave him no more at all. She felt that it was not worth it if it was wiping him out. The reporter was afraid to give him the recommended dose. The reporter had to keep waking up the patient to give him the regular medication. He ¿couldn¿t eat or anything¿. The patient would wake up because he was ¿jumping¿ and ¿his body would jump, like a seizure¿. At 12:58am on (B)(6) 2013, the patient had a seizure. It was noted that the patient hadn¿t had a seizure in at least 10 years. The patient was not able to swallow because ¿the pump was not working¿. The patient had a ¿grand mal¿ for 2 hours and 15 minutes, at home, in the ambulance and at the hospital. They ¿shot him up with 5 different medications¿ and then the patient went into a coma. A different doctor, who oversaw the medications and brain activity, spoke to the doctor and wanted all of the ¿numbers of medications¿. She stated that the patient was getting ¿entirely too much baclofen¿ between the pump and orally. This doctor said that the patient should not have gotten any oral medication. The increase in oral baclofen was the cause of the seizure. The baclofen caused the patient to not be able to swallow on (B)(6) 2013. The seizure medication, depakote, was believed to be the fluid that was found on the patient¿s lungs. The patient was not getting the seizure medication into the system, but inhaled the medication. The patient¿s depakote level was ¿17¿ and it should have been between 50 and 100. For 3 days, the patient wasn¿t getting this medication into his system. The baclofen was what would have caused him to go into a coma. Nothing was done to the pump at that time. On the same day, the priority was to get the patient from the intensive care unit (ICU) to ¿the critical care¿. The patient stayed in a coma until 7:30am the next day. The patient was able to twitch his eyes when the reporter kissed his nose. He was unable to move his right arm. They would prick the patient to see if he had any feeling anywhere and he wasn¿t able to feel. The patient would always squeeze the reporter¿s hand. On (B)(6) 2013, the ¿lung doctor¿ told the reporter to ¿make a decision, to pull the plug¿. The patient had 5 different machines on him. The reporter ¿needed to make a decision before the infection set in¿. The doctor was not able to remove the ventilator because the patient couldn¿t breathe on his own. The doctor stated that he would either not be able to breathe on his own ¿or he will start¿. The reporter ¿didn¿t want to but knew it had to be made¿ if his brain wasn¿t working and was not able to breath. The patient reportedly grabbed the reporter¿s hand and pulled her to him. The patient stayed in the ICU for 5 days and on the ¿regular floor¿ for 3 days and was discharged to home on (B)(6) 2013. On the report date, the patient had ¿full color¿ and ¿you wouldn¿t know anything happened¿. The pump was still implanted. They were going to ¿bypass the pump¿ by doing a lumbar puncture after the patient came out of the coma, ¿to see if the body would respond, to see if it would work with a different route, or if the body had become immune to the baclofen¿. They used dantrolene, an oral medication, once every night. At the time of the report, the patient was on twice a night. The patient was doing well on medication. The pump was turned off. It was unknown if the pump was functioning; it was not alarming. The patient¿s next refill date was (B)(6) 2014 and they would be figuring out what else they could do with the oral medications or the pump. It was noted that the patient was on a ¿waiver program¿. Additional information was requested but was not available at the time of this report.